Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins) that was reviewed/suspected/alleged. The physician sent the manufacturing representative an email noting he was going to remove an ins the day after the report due to twiddler¿s syndrome. The manufacturing representative nor the healthcare provider (hcp) had the patient¿s name at the time of the report. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).